Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexplained low blood glucose of 41mg/dl and a no delivery alarm. Troubleshooting found that there were small air bubbles in the tubing. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. The customer was advised that additional reservoirs would be provided and to return the product for analysis. At the end of the call, the customer's blood glucose was at 96 mg/dl.